Event description:
The reporter stated during the loading process with an aq2015a silicone three piece lens, an aq cartridge-fp and an msi-pm injector, the surgeon stated the injector plunger was bent when fully extended. The surgeon stated the lens did not look right in the cartridge, so ejected the lens into the sterile field and the leading haptic was torn. There was no patient contact. The surgeon felt the lens damage was due to the injector.

Manufacturer narrative:
Injector plunger was bent. Eval: injector lot number search. Results: an injector lot number search was performed and one similar complaint was found within the lot number.